Event description:
The doctor remarked at implant that the torque wrench would not 'seat' properly in the set screws, and that it would never reach the 'click' torque release. However, the leads did appear fixed in the header.